Event description:
The facility states that the model aq2003v intraocular lens was implanted and removed because the pt's ocular anatomy would not support this style of lens. There was no pt injury or product malfunction.